Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: 04.027.052s / lot 8705670 manufacturing location: (B)(4), manufacturing date: 06. Nov. 2013, expiry date: 01. Oct. 2023, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (b)(64) as follows: it was reported that a surgery for femoral trochanteric fracture was held on (B)(6) 2015. During the surgery, the surgeon tried to turn the impactor clockwise and tighten the reported pfna-ii blade after the insertion. However, the blade was unable to be locked. Although the surgeon attempted the procedure repeatedly, only the impactor came off and the blade was not locked. Then, the surgeon applied another sized pfna-ii blade (80mm) to complete the surgery, instead. The substituted blade was able to be locked, successfully. The reported blade and guide wire were removed, together. However, the guide wire, itself, was stuck in the reported blade. The surgical delay was 15 minutes. No adverse consequences were reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The guide wire was received jammed inside the blade. Confirmation of receipt was made during visual inspection of the returned blade on (B)(4) 2015. Updated the associated field with the applicable date of receipt - (B)(4) 2015. (B)(6). Product investigation summary: the guide wire was found jammed in the pfna blade. It is not possible to detach the products from each other. The guide wire shows striation signs on the outside diameter. Furthermore, there are nicks and scratches on the pfna blade, especially at the cutting edges where the anodized color has disappeared. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, the exact cause of the jamming issue cannot be determined. It is likely that the guide wire got jammed as a result of an excessive friction occurrence between both devices during use. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: during a postoperative check of the devices, the surgeon attempted to lock the blade again, but encountered the same issue. The cylindrical part of the blade kept idling. The surgeon was also unable to manually remove the guide wire from the blade.